Event description:
It was reported that the devices were used during orthopedic procedures. Different surgeons have noticed that the staples are not forming complete box shape, the staples do not fully close, point to point. The area is dehiscing post operatively while patient is still in the hospital. Unknown what, if any, intervention was used. Devices have been discarded.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.